Event description:
An event occurred on an unspecified event date involving an oncology kit it was reported that in two taxol infusion cases, the solution appeared to fizz after passing through the connector, triggering infusion (IV) pump alarms for air in line. The fluid in the tubing appeared finely carbonated after passing through the chemo lock bag spike, although no bubbling was observed in the medication bags prior to connection. All components, including bags, tubing, and drug products, were confirmed as correct non-dehp items, and the packaging indicated dehp-free status. Nursing staff observed excessive fine bubbling in the line, and repeated attempts to restart the infusions were unsuccessful due to recurring pump alarms. After pharmacy intervention, the chemo lock spikes and tubing were replaced with non-dehp lines without chemo lock spikes, after which the infusions were completed without further issues or recurrence of bubbling. There was patient involvement and delay in therapy. This complaint captures details of patient 1.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional contact information jason russell lake cumberland regional hospital +1(606) 678-3150/jason.russell@lpnt.net.